Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported broken gripper line and single gripper actuation issue were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A mitraclip xtw was inserted, and grasping was performed. However, while in the valve, it was observed that one of the grippers was not lowering. Troubleshooting was performed but the issue continued to occur. It was observed that the gripper line was detached. Therefore, the clip was removed and replaced. Two clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A mitraclip xtw was inserted, and grasping was performed. However, while in the valve, it was observed that one of the grippers was not lowering. Troubleshooting was performed but the issue continued to occur. It was observed that the gripper line was detached. Therefore, the clip was removed and replaced. Two clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.